Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted: (B)(6) 2010.

Event description:
It was reported that there was high impedance observed on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.